Manufacturer narrative:
The initial evaluation has been completed. One particle was returned taped to the plastic film side of a documents envelope. The particle was more than 4153 microns in length and approximately 326 microns wide. The particle was squishy, rubbery feeling, not hard to the touch. No other components were returned. The source and origin of the particle cannot be determined. This investigation is ongoing.

Manufacturer narrative:
The particulate was sent to an independent testing lab. The lab report indicated the particle consists primarily of silicone rubber with lesser concentration of saline residue. One component of bl3118 is a sleeve made with silicone, but it cannot be concluded that this was the source of the reported particle. The sleeve supplier has several levels of control within their process to control for particles. It is not possible to determine the source of the particle due to the information and sample provided by the complainant. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported during the phacoemulsification procedure, a particulate was introduced in the eye of the patient thru the sleeve. The transparent particulate in the shape of a half circle was removed from the eye during phacoemulsification without clinical consequences. There was no additional anesthetic administrated nor was the surgery time extended. The particulate was kept for investigation.